Manufacturer narrative:
Additional information provided in h.3. H.6. And h.11. The product was not returned for analysis. Only photos were returned. The reported complaint is confirmed from the returned photos. Photos provided shows an implanted iol. There appears to be marks/lines and reflections on the optic. The reported irregularities may potentially be related to polychromatic sheen. The root cause is deemed to be manufacturing related. The cause of ¿sheen¿ or ¿film-like¿ appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to rapidly disappear following implantation and should no longer be visible, or very little remaining, by the one-day postoperative visit. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process which is only visible under certain orientations and illumination settings. This quickly resolves once the iol is delivered and exposed to intraocular temperature over time. There are no adverse impacts or lasting effects on the iol or the patient, and no adverse events or clinical impact on vision have been reported associated with this finding. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, immediately after lens implantation, scratch and surface irregularities were found on the optic, so it was explanted immediately. Additional information was requested.